Event description:
A malfunction on the pump was reported by the caller, who experienced the issue multiple times but noted it had no significant events leading up to it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted in resetting the pump during the call, and the malfunction did not recur afterward. A replacement pump with updated software was sent to the customer, who acknowledged the guidance on using a new sensor with the replacement. The customer was instructed on returning the faulty pump within 10 days and opted for a signature-required delivery.